Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with at least 60 units of insulin during the load sequence. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting to resolve the issue.